Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, with breakfast and lunch doses adapting too high, and a factory reset with full setup was completed, including dexcom code entry, infusion set and cartridge change, and phone repair to the ilet. Symptoms included hypoglycemia. Outcomes included resolution of the immediate issue following troubleshooting and education, with the system restored to operation. Investigation included customer care guidance through a factory reset and device setup. Investigation of this case revealed no device alarms or malfunctions reported and no hardware component issues identified, with the event linked to dosing adaptation rather than a mechanical fault. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.